Manufacturer narrative:
The device passed all testing, therefore no problem was detected. In addition, the infection allegation was not confirmed. Infection is a known medical risk when the skin barrier is breached. However, analysis of the returned product is not able to provide relevant information for infection-related allegations. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
During routine follow-up it was reported that this pacemaker was explanted due to infection. No additional adverse patient effects were reported.